Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed 5-degree tibia, catalog #: 42532007902, lot #: 62613807, persona ps narrow femoral, catalog #: 42500007002, lot #: 62899835, articular surface fixed bearing ps, catalog #: 42521401011, lot #: unk. Report source: (B)(6). Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00217, 3007963827-2019-00078, 0001822565-2019-01243. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain and swelling.